Event description:
Nellcor puritan bennett received a report from a critical care account manager stating that a refurbished max-a adhesive sensor was giving high readings while being used with another company's pulse oximeter setup. The sensor was showing spo2 in the 90% range while the abg (arterial blood gas) showed sao2 of 50%. There is no information yet on the condition of this patient.